Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 3mmx8cm deltapaq cere coil (cdf10030830, s13698) was being used as the second coil, however, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unknown microcatheter at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no report of patient injury. One non-sterile unit deltapaq cere 3mmx8cm was received inside of a pouch. The hub, the dpu, the introducer and the re-sheathing tool were inspected, and no damages were noted on them. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and no damages were noted on it. A lab sample prowler select plus was flushing using a lab sample syringe. After that, the unit deltapaq cere 3mmx8cm was introduced in to a lab sample prowler select plus and it advance, no resistance/friction was felt. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with loss of cerebral target position¿ was not able to confirm due on the functional test the device could pass through the mc, no resistance/friction was felt. The complaint reported by the customer ¿coil - unraveled/stretched-in microcatheter¿ was not able to confirm due the embolic coil was found in good conditions. Procedural factors and handling process may contribute to the failure as reported. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, a 3mmx8cm deltapaq cere coil (cdf10030830, s13698) was being used as the second coil, however, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unknown microcatheter at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no report of patient injury.